Event description:
It was reported that the patient missed a refill. The healthcare provider (hcp) office did not get the medication, also reported as they did not have enough staff to see the patient. The hcp reportedly stated that this had been a continual issue for the last 3 refills. There had never been any alarms or symptoms, "just inconvenience to the patient." The patient had a lot of anxiety because he was scared his pump would run empty and did not know what it would sound like. The low reservoir alarm date was yesterday. The patient had a return of symptoms of high tone. It was reportedly hard to tell if this was caused by anxiety or a return of symptoms. The hcp reportedly thought it was anxiety, but the patient was having some increased spasm. The reporter was redirected to the patient's hcp. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).